Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision was performed due to infection.

Manufacturer narrative:
The associated complaint devices were not returned to be evaluated. The devices were manufactured in 2015. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Products were sterilized according to sterilization release documentation from quality control. A review of complaint history for listed parts revealed no prior complaints for the listed lots and the listed failure mode. Additionally, no supporting clinical documentation has been provided. Therefore a thorough clinical assessment cannot be performed at this time. Without the actual products involved, our investigation cannot proceed. If the devices or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported the patient had discharge from the wound in post op period and it was decided by the surgeon to explore and washout wound two weeks after the original surgery.